Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was blood seen in the catheter tubing and an autofill failure alarm occurred. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information evaluation method codes (4): 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # : (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was blood seen in the catheter tubing and an autofill failure alarm occurred. The iab was replaced and therapy was provided. There was no reported injury to the patient.